Manufacturer narrative:
Reporter: health prof: yes and report sent to FDA unknown. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor alarm was generated. The pressure was then obtained via central lumen with a transducer. There was no injury to the patient. Customer states the issue was solely related to the iab pump.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor alarm was generated. The pressure was then obtained via central lumen with a transducer. There was no injury to the patient.